Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to include the additional event information received on 25-aug-2025. [Additional information]: on 25-aug-2025, additional information was received. Per the information, the lot number of the embotrap iii device was 25c073av. The target vessel / location of the occlusion was in the proximal m2 segment of the middle cerebral artery (mca). The anatomy was described as very elongated. Per the information, there was a sharp bend from m1 to m2 segment. It was on the first pass when the embotrap device reportedly detached from the delivery wire. Continuous flush was maintained through the microcatheter. The information indicated that there was no difficulty in deploying the embotrap iii device in the very elongated anatomy. The second embotrap iii device used was a 6.5mm x 45mm embotrap iii revascularization device (et307645). The information indicated that an aperio® hybrid thrombectomy device (acandis) was first used to try to retrieve the first detached embotrap iii and the clot. This attempt did not work, then a 6.5mm x 45mm embotrap iii revascularization device (et307645) was used for one pass, and it did retrieve the detached first embotrap and the clot. The second embotrap only made one pass. The first embotrap iii device was used with a rebar¿ 18 microcatheter (medtronic). The second embotrap iii was used with a new rebar¿ 18 microcatheter (medtronic). The first pass was made with a cerebase (unknown catalog / lot), a sofia ¿ 6f distal access catheter (terumo neuro). The second and third passes were made with the cerebase (unknown catalog / lot), a sofia ¿ 5f distal access catheter (terumo neuro). No information was available regarding whether the physician considered the few minutes delay in the procedure to be clinically significant. A review of the manufacturing documentation associated with this lot (25c073av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. All products rejected during manufacturing were identified as scrap and properly accounted for. A review of the manufacturing documentation associated with this lot (25c073av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. All products rejected during manufacturing were identified as scrap and properly accounted for. Updated sections: b.4, d.4, g.3, g.6, h.2, h.4, h.6, h.11, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure on (B)(6) 2025, the patient¿s anatomy was described as ¿very elongated,¿ a 5mm x 37mm embotrap iii revascularization device (et307537 / lot# unknown) was used. It was reported that the distal access catheter was positioned very proximally with long distance without support from the distal access catheter, there was a sharp curve from the m1 segment to the m2 segment of the middle cerebral artery. Increased force had to be applied to retrieve the embotrap iii, which resulted in it being detached. A second embotrap device was used to successfully retrieve the detached first embotrap iii. The procedure was reportedly delayed by a few minutes, but it was successfully completed without any negative impact to the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The separation of the embotrap iii while in patient could result in vessel damage, embolization, ischemia, or infarct, and/or the need for additional intervention. Withdrawal difficulty of the embotrap iii from the vessel could result in vessel trauma, vessel spasm, damage to the basket with the potential for release of emboli and subsequent ischemia or infarct and/or the need for additional intervention. The events required an additional surgical intervention (i.e., retrieval of the separated fragment using a second embotrap iii device) to preclude patient harm. Based on this surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable).. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the examination under magnification of the returned embotrap device showed evidence of extreme damage and deformation to the proximal segment of the stent. The proximal coil was also not present on the returned device. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all the markers present across the stent body. The bonds between the proximal coil and the proximal section of the stent had been broken during the procedure, and the damage was evident upon visual inspection. Each embotrap device is 100% inspected; any damage on the device prior to shipping would have been seen. It was not possible to pass the returned device through a 0.0195-inch inner diameter (ID) tube due to the damage present. It was reported in the complaint event description that during the procedure the stent body became detached from the delivery wire. The was evident upon visual inspection of the returned device and therefore, the complaint is confirmed. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. Each embotrap device is 100%. Any damage on the device prior to shipping would have been seen. Based on the above recreation attempt, a possible cause of this event may be due to the embotrap getting stuck in tortuous anatomy after deployment. The device IFU warns against advancing the deployed device or withdrawing against significant resistance. In case of resistance, the IFU indicates to ¿assess the cause of resistance using fluoroscopy and, if necessary, advance the microcatheter over the device to re-sheath or partially re-sheath to aid withdrawal¿. While the main aspect of the complaint event (detachment of the embotrap stent body from the delivery wire) is confirmed, the root cause could not be determined. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. A review of the manufacturing documentation associated with this lot (25c073av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. All products rejected during manufacturing were identified as scrap and properly accounted for as part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 29-jul-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b4, d9, g3, g6, h2, h3, h6, and h11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.